Event description:
Same case as #6000089-2006-00775, 6000093-2006-00741. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred and bypass surgery was done. The patient was scheduled for an outpatient cardiac cath after having an abnormal stress test. Access was obtained through the right femoral artery. Diffuse three vessel coronary artery disease with major obstruction in the non calcified mid left anterior descending (lad) artery was found. The 80-90% stenosed lesion in the lad appeared to be amenable to dilatation and stent. Bypass surgery was also discussed with the patient but the patient and his family opted for the stenting procedure. A 2.5x15mm voyager balloon, inflated three times to 10, 8 and 12 atm's, was used to predilate the distal lad lesion. The physician attempted to place a taxus express2 3.0x28mm drug eluting stent however it was unable to cross the lesion. The stent was removed and a 2.0x6mm cutting balloon was inserted and inflated to 6 atm's and then removed. The voyager balloon was reinserted and inflated to 12 atm's and removed. The physician attempted two more times to place the 3.0x28mm taxus stent but it still was unable to cross the lesion. The voyager balloon was inserted and inflated to 10 atm's for another predilation. The physician advanced the stent system to the target lesion again but was still unable to cross the lesion. The coronary wire was removed and the taxus stent delivery system was successfully advanced to the target lesion where the stent balloon was inflated to 12 atm's drug eluting stent in the distal lad and inflated the stent balloon twice to 12 and 16 atm's. All equipment was removed from the patient and a perclose device was deployed. The patient received IV ntg, angiomax and ic ntg during the procedure. The patient was transferred back to the floor. Less than an hour and a half later the patient returned to the ccl with complaints of chest pain of 6/10 and EKG changes showing st segment elevation anterior wall mi. Access was once again obtained through the right femoral artery and a temporary pacing wire was placed with pacer settings of 40ppm at 20 ma's. Left coronary angiogram revealed a totally occluded lad at the beginning of the mid segment just at the proximal edge of the stent. Multiple runs with a pronto thrombectomy catheter were performed with retrieval of thrombus. The distal lad, distal to the stent, revealed up to 70% narrowing, which was treated with a taxus express2 3.0x12mm drug eluting stent, inflated 5 times to 10-16 atm's. Timi iii flow was achieved in the lad with excellent results. The patient returned to the ccl for the third time that day. Another thrombosis was discovered. At this point it was decided that bypass surgery was necessary and the patient was worked up for a coronary artery bypass surgery. The following day the patient underwent cabx4 to the lad, obtuse marginal, first diagonal and posterolateral ventricular branch. No further complications were reported. Patient status is satisfactory.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.